Manufacturer narrative:
Device manufacture date unknown. Per RMA, a replacement camera was sent to site. Per evaluation, the right emitter lens is cracked. However, tracking was found to be normal throughout the volume during functional testing. The psu passed the aak test at .18mm with above normal line separation of 1.57mm. The line separation was adjusted to .01mm. The psu passed subsequent functional and aak tests and is now fully functional. No impact on patient outcome reported.

Event description:
Medtronic representative reported intermittent red status and site was unable to verify instruments. The site cleaned the lenses and noticed that one appeared to have some damage. Site confirmed the leds are firing. However, adjusting the camera positioning resulted in halted tracking; the camera would see the frame and then stop without reason. Surgeon opted to discontinue the use of navigation but completed the surgery. No impact on patient outcome reported.